Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room after experiencing palpitations during a true ventricular arrhythmia. The arrhythmia was treated with medication. During follow-up, the device was found to be inappropriately programmed. Programming changes were made. The patient is doing well with no further complications.